Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
It was reported that this catheter was found broken when pulled out from the catheter passer.